Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient noticed the day before the report she was not feeling the stimulation, so she tried to sync and turn the stimulation up. During this process, the patient saw a power on reset (por) message on the programmer screen. It was noted that the patient was not in a medical test or emi environment. The patient was redirected to her healthcare professional to clear the por. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what circumstances led to the stimulation not being felt and por message and they responded they didn't know, it just quit. Patient reported they were going to try to find a doctor that knew about the stimulator. They tried to 'activate' it and could get it going again. The patient thought the ins was going to be removed and a new one put in, but no replacement had been planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device just stopped working. They had no idea what lead to the device not working and no steps were taken to resolve this issue. They wanted it removed.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that since the beginning of the year they had been leaking so bad and they could not make it from their bed to the bathroom in time. It was noted that they were going to have surgery on wednesday for a botox injection into the bladder. It was noted that they were trying to turn their therapy off today when they saw ¿por.¿ it was recommended that they follow up with their healthcare provider to discuss por reset. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device quit working and she would like it to be removed. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device "just quit" and that it "hasn't really worked" all of 2016. Patient wanted to know how to go about scheduling to have the device removed or replaced. No further complications reported/anticipated.